Event description:
The customer reported that their staff is under the impression that the central nurse's station (cns) did not alarm when one of their patients expired. No further information was provided at this time.

Manufacturer narrative:
The customer reported that their staff is under the impression that the central nurse's station (cns) did not alarm when one of their patients expired. No further information was provided at this time. Additional device information: concomitant medical device: the following device was used in conjunction with the model #: mu-671ra. Serial #: (B)(4). Device manufacturer data: 08/03/2020. Unique identifier (UDI) #: (B)(4).

Manufacturer narrative:
The customer reported that their staff is under the impression that the central nurse's station (cns) did not alarm when one of their patients expired. No further information was provided at this time. The following fields are not applicable (na) to this report: the following fields contains no information (ni), as an attempt to obtain the information were made, but none were provided. (B)(6) 2022 emailed customer via (B)(6) outlook for all items under the no information section. An "unknown" asnwer was received. Additional device information: concomitant medical device: the following device was used in conjunction with the model #: mu-671ra. Serial #: (B)(4). Device manufacturer data: (B)(6) 2020. Unique identifier (UDI) #: (B)(4).

Event description:
The customer reported that their staff is under the impression that the central nurse's station (cns) did not alarm when one of their patients expired. No further information was provided at this time.